Event description:
Probe pre-tested, ice ball formed, did not frost the shaft. Inserted into patient, started freezing, temp not raising, checked probe, frost was all the way up the shaft. Probe thawed, removed and new probe placed without incident.